Event description:
Consumer reported, when priming pen needles prior to injection, there is no insulin flow. Stated, in the last 5 boxes purchased, there have been 2 or 3 pen needles affected in each box. He cannot provide a lot number for the last 4 boxes, only for a 5th box. Lot: 3262725. Catalog: 320550. Date of event: unknown. Samples: yes, (from the lot he is reporting). There are four "unknown lots" but the catalog number is the same. Cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.